Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
H6: corrected.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) 164-03-09 - element-stem, collared w/ha, std offset, sz 9; (B)(6) 170-32-93 - biolox delta femoral head 32mm od, -3.5mm; (B)(6) 180-01-50 - nv crown cup clstr hole 50mm group 1.

Event description:
As reported, approximately 10 years post op initial right tha, this 59 y/o female patient was revised. Patient complained of pain. Patient has bad osteolysis due to poly wear from recalled liner. Surgeon left our stem in. Surgeon used competitors cup for revision. X-ray and images attached. No product return. Chain of command. Due to recall hospital will not release devices.